Event description:
The patient sent a letter to the (B)(4) at stryker (B)(4). He reported that the prosthesis implanted in 2006 (unknown if stryker components) was "whistling even though he lost weight", and fractured into several pieces on (B)(6) 2010. It was replaced by another prosthesis, and on (B)(6) 2011, the implant fractured while he was walking up stairs.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.